Event description:
The manufacturer has been informed of the passing of a patient who had been using a ds2adv auto CPAP device. The patient's husband contacted us wanting to return the device as his wife passed away 2 years ago. No additional details were provided, and there is no indication that the device was related to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has been informed of the passing of a patient who had been using a ds2adv auto CPAP device. The patient's husband contacted us wanting to return the device as his wife passed away 2 years ago. No additional details were provided, and there is no indication that the device was related to the patient's death. The device was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No components were replaced to correct a malfunction. The device was scrapped. A final report is being submitted. If new information becomes available, a follow-up/supplemental report will be completed.